Event description:
The customer reported that the alarms in the arrhythmia task window were inadvertently turned off. The customer had not noticed the alarms had been turned off and the pt suffered arrest and expired.